Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl and a large ketone level identified as dangerous, vomiting, and dizziness. The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as customer declined troubleshooting with tandem technical support. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.

Manufacturer narrative:
B5.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl and a large ketone level identified as dangerous, vomiting, and dizziness. The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as customer declined troubleshooting with tandem technical support. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with an unspecified treatment. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer. Reportedly, the customer reverted to manual injections for insulin therapy.